Manufacturer narrative:
As reported, there was resistance when putting a 6f/7f mynx control vascular closure device (vcd) into the unknown sheath to use. It was put back in well, but the tip was open so it couldn't be used in the end. There was no reported patient injury. Everything with the device went well up to prep. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found in the open position with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A functional analysis was executed using a 6/7f cordis lab sample csi. The csi was tested by being inserted into the unit and withdrawn from it. During this analysis, no friction or resistance was perceived. The reported events of ¿mynx control system-resistance/friction with csi¿ and ¿atraumatic tip-frayed/split/torn¿ were not observed through analysis of the returned device since there were no damages noted to the tip and the device passed the insertion/withdrawal test. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no anomalies noted. However, procedural/handling factors and/or procedural sheath factors (which was not returned for analysis) possible contributed to the issues experienced by the user. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance when putting a 6/7f mynx control vascular closure device (vcd) into the unknown sheath to use. It was put back in well, but the tip was open so it couldn't be used in the end. There was no reported patient injury. Everything with the device went well up to prep. The device will be returned for evaluation.